Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment resulting in mitral valve insufficiency/regurgitation cannot be determined. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2024 a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. One clip was implanted. The final mr grade was 2. In (B)(6) 2024 a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to 4. On (B)(6) 2025 a second clip intervention was performed. One clip was implanted. The final mr grade was 2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.